Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm consistent insulin flow blocked during basal. Customer's blood glucose was unknown mg/dl. Customer tried different sets/lots or cannula lengths. Insulin is not expired or denature and tubing is not bent/kinked. Customer insists on replacing the device. The customer was advised that the device would be replaced and agreed to return the product for analysis.